Manufacturer narrative:
H3: there is no specific optetrak device information provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Corrected the following: health effect - clinical code, medical device problem code, component code and type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6)2012. They were revised on (B)(6) 2021, approximately 8 years 10 months after their initial procedure. Patient has reported severe pain, significant scarring, swelling, effusion, inflammation, weakness, instability, and other injuries presently undiagnosed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.